Manufacturer narrative:
Product complaint # (B)(4). Section d.4: the product catalog lot number is not available / not reported. The expiration date of the device is not known. Section h.4: the device manufacture date is not known as the device lot number is not available / not reported. The device was discarded; therefore, no further investigation can be performed. The lot number is not known; therefore, a device history record review cannot be completed. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, a technician opened the inner packaging of an emboguard 87, 95 cm balloon catheter (bg8795u, unknown lot) and it didn't seem to be properly sealed at one of the top corners. They did "open it" but weren't comfortable proceeding given what they saw prior to opening and how it "felt" opening. They put it aside and used another one. No patient injury was reported as the device was not clinically used. No additional information is available.